Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The device was received with the serial number label faded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a replace battery now alert without a warning. The customer's blood glucose level was 5.5 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they tried to place several batteries, but all of them gave battery errors. Suddenly, the battery was accepted and the insulin pump worked again. The device will be returned for analysis.